Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. Product ID: 977a260, serial# (B)(4), implanted: 2(B)(6) 014, explanted: (B)(6) 2015, product type: lead. Product ID :97740, serial# (B)(4), product type: programmer, patient. Product ID: 355024, lot# n501877, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, lot# serial# nku123673n implanted: explanted: product type recharger product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the patient never got relief from the stimulator and wanted everything explanted. The patient had multiple reprogrammings that did nothing for his pain. The entire system was removed. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 355024, lot# n501877, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), , product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they had stimulation in the wrong location. The patient had to be reprogrammed as a result of the event. The patient stated that immediately after implant stimulation was reaching their ribs and abdomen versus down their left leg as needed. The patient was reprogrammed without success. Additional information was received on (B)(6) indicating that the patient had been seen the friday prior and the patient's stimulation felt better and was getting into the correct areas. Additional information received on (B)(6) reported the patient was revised in (B)(6) and wasn't able to get good stimulation before or since then. They were also experiencing stimulation in their abdomen. It was noted stimulation had never been in the right place so it was unknown what led to the event. The rep. Was going to attempt to program the patient on (B)(6). Following reprogramming the patient stated they were getting 25% relief. The physician decided they wouldn't do anything further surgically at this time. According to the healthcare provider (hcp) the patient's lead had migrated resulting in their revision. During the revision the patient was able to confirm they were getting coverage in their legs and that it wasn't uncomfortable in their upper back after the lead was moved to the correct position. The patient tolerated the procedure well, was doing well after the procedure, and the prognosis was good for relief of the patient's medically intractable pain. Relevant medical history includes spinal pain.